Event description:
On 10/02/2024, a sales representative reported via (B)(4) that an ar-9676 angled reamer, drive shaft cold welded to the outer sleeve of the ar-9597-10 angled reamer sleeve, 10° while reaming the glenoid. The case was completed successfully. This was discovered during a reverse total shoulder arthroplasty with an augmentation procedure on (B)(6) 2024, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation is confirmed. One unpackaged ar-9597-10 batch 37622051 was received for investigation. The reamer ar-9676 was received stuck inside. The shoulder of the ar-9676 is sitting flush against the sleeve. Because the devices were stuck, it was not possible to measure the ID of the sleeve or od of the reamer. Visual evaluation found multiple dents, and scratches around the shaft and in the collar sleeve. The observed condition is most likely the result of overheating during use caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.